Event description:
It was reported that the patient could not feel any stimulation at all despite reprogramming attempt. X-ray revealed lead migration. The patient underwent a revision procedure wherein same lead was used as it was not damaged. The patient was doing well postoperatively,